Manufacturer narrative:
The keyboard of the affected evita was provided for the investigation. In a visual evaluation it could be determined that a diode on the pcb of the keyboard was missing. A loose connection of this diode can lead to the device switching to standby on its own and the other operating buttons not functioning properly. Possible root causes for the diode becoming loose could be insufficient soldering joints or external mechanical impact; the exact root cause could not be determined though. This event is an isolated case. In case the respirator switches to standby the ventilation discontinues, the breathing system opens up and the device generates an audible and visual alarm which has to be acknowledged by the user. By replacing the keyboard the device is operational again.

Event description:
It was reported that the evita 4 switched from a ventilation mode to standby and back on its own. If the device is in standby the ventilation can be sporadically initiated again by pushing the operating buttons ¿alarm off¿ or ¿alarm reset" ¿ in this case the standy/start button did not work. This behavior was observed during patient ventilation. The device was taken out of operation immediately. No patient injury was reported.